Event description:
A us distributor contacted zoll to report that an (B)(6) male pt's garment was tight and the pt developed a skin irritation. The pt's caretaker said that she removed the vest from the pt due to bedsores. The pt was bedridden. The pt's caretaker said that the risk of infection outweighed the benefit of the lifevest at that time, and the pt ended use after consulting with his physician.

Manufacturer narrative:
Device eval: electrode belt sn (B)(4) was not returned to the MFR. There was no indication of a device failure associated with this event. H6. Eval method: biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.